Event description:
It was reported that when contrast was injected into the balloon catheter, the balloon did not inflate inside the patient's body. The balloon catheter was removed from the patient and when contrast was injected into the balloon, a leak was noted at the proximal part of the balloon. Another balloon catheter was used to successfully complete the procedure. During preparation, the balloon had inflated without any problems

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and no leaks were noted on the balloon itself; however, a kink/hole was noted on the balloon catheter shaft. When the balloon catheter was flushed, flush was noted leaking from the kink/hole in the balloon catheter shaft, approximately 3.5cm from the distal tip. A demonstration guidewire was advanced into the balloon catheter without difficulty and the balloon was inflated then it slowly deflated, as flush was noted leaking from the hole in the balloon catheter. Although the actual balloon leak was not confirmed, it is probable that the contrast leaking from the hole in the balloon catheter shaft was the leak that was noted during the procedure. Operational context has been assigned to the observed balloon catheter leak, as it is probable that the device was damaged during the clinical procedure causing the kink/hole.

Event description:
It was reported that when contrast was injected into the balloon catheter, the balloon did not inflate inside the patient's body. The balloon catheter was removed from the patient and when contrast was injected into the balloon, a leak was noted at the proximal part of the balloon. Another balloon catheter was used to successfully complete the procedure. During preparation, the balloon had inflated without any problems.